Manufacturer narrative:
1/25/1999- supplemental report sent to FDA.

Event description:
The device was used during a pneumonectomy procedure. Reportedly, the staples were missing. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.